Event description:
It was reported that an ilet user experienced persistent hyperglycemia with sensor and fingerstick readings up to 414 mg/dl after an infusion set change, with no reported leaks or bent cannula and concern for possible scar tissue; troubleshooting included guidance to perform an infusion site change and discussion of options such as a full supply change or backup therapy. Symptoms included hyperglycemia and nausea. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.